Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported that the patient cannot maintain telemetry between her ipg and charging system. A new charging system was sent to the patient. The new charger has helped the charging process slightly, but she stated that she was still having trouble communicating with the ipg. An appointment with the physician is scheduled to discuss the next course of action. No additional information is available at this time.